Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low unipolar impedance on the right atrial (ra) lead. It was also noted the cardiac resynchronization therapy pacemaker (crt-p) had invalid trend data. The ra lead was to be explanted and replaced but could not be replaced due to the patient being in atrial fibrillation (af). It was noted that during the procedure a perforation, tamponade, and a peri cardial effusion occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The device remains in use.